Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning trial patient. It was reported on (B)(6) 2017 that patient suffered from headache following trial lead placement. The representative followed up with the patient the next day and they said they were going to the ER to seek pain medication. The representative followed up with the patient on (B)(6) 2017 and the patient informed the representative that she had been in the hospital as an inpatient since (B)(6) 2017. The trial lead was removed (B)(6) 2017 because they concluded that the patient suffered a dural puncture during the trial. The patient was going to undergo a blood patch procedure on (B)(6) 2017. There was no problem with the lead itself. The lead was discarded by the hospital staff. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# va1lg1p015, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Device information was provided. It was further reported that the patient was unable to proceed to scs implant and would follow-up on the next steps with the healthcare provider. No further complications were reported/anticipated.